Event description:
During a manual security search at the airport (a wand was not used) the patient felt a sensation that was similar to what she felt during reprogramming sessions when active contacts were changed. Her tremor came back severely and then settled over the following 30-60 minutes. The ipg was checked afterward and it showed that it was on with the amplitude the same as before the incident. The patient ended up missing her flight - she didn't want to board because she was concerned about the stimulator. The outcome was stated as "patient ok and stimulator working as normal".

Manufacturer narrative:
(B)(4)